Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that went to clear air from tpn line - line cracked.

Manufacturer narrative:
One used 10015012 infusion set was received and analyzed by our quality team. The customer's complaint of damaged product was immediately noticed and the complaint has been verified. The torn portion of tubing below drip chamber was visually inspected under high power microscope and the damaged portion of tubing presented with jagged edges like it was ripped instead of cut. The root cause of this issue is unknown but this issue is not a result of production error. A device history record review could not be performed because a lot number was not provided by the customer.